Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. The customer stated that she was able to resolve the issue by replacing the column, running non-reporting samples through the system, then performing calibration. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was faut/ failure of the column.

Event description:
On (B)(6) 2017, the customer reported receiving calibration errors with their g8 analyzer. Technical support (ts) advised the customer to reconstitute a new set of calibrators and repeat calibration. The customer called back later stating that calibration had failed again. She also reported that she had replaced and primed all the buffers prior to calibrating. Ts advised the customer to replace the column and recalibrate. . On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.